Event description:
On 25 january 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day. During the procedure, it was noted that one device did not properly deploy the implant. The physician noted an object in that patient anatomy that they believed may have been a portion of the needle, however, they were unable to locate the object to remove it. The physician stated they would perform an x-ray at a later date. Preliminary investigation of the returned device confirmed that approximately 17mm of the needle was broken and unaccounted for. The physician was notified, but no further information has been received about the condition of the patient. No patient adverse events were reported.